Manufacturer narrative:
Product analysis #(B)(4): equipment used: video inspection system (m-78210), ruler (m-83361) as found condition: the pipeline flex braid and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch; and marksman catheter was returned within a dispenser coil. There was no pipeline flex pushwire returned with the device. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~86.0cm from the hub. The catheter tip and marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues. However, resistance was observed at the damaged location. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. The event cause could not be determined as the pipeline flex braid ends appeared fully opened and moderately frayed. In addition, the marksman catheter was confirmed to be damaged as the catheter was found to be kinked. However, the cause for damages could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the tip of the pipeline did not open. The pipeline was initially placed in a vessel bend but then changed replacement position at the straight section and the device still failed to open. The device was retrieved into the microcatheter twice to try to open the pipeline but with no success.

Event description:
Medtronic received a report regarding pipeline failure to open and damage. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the cavernous sinus with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 4.5 mm distally and 4.8 mm proximally. The accessed vessel was 7f with a normal diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level is unknown. Angiographic result post procedure was normal. It was reported that when performing cerebral aneurysm embolization, the 7f long sheath was sent to the common carotid artery through the angiographic guide wire. Removed the angiographic guide wire, opened the catheter fa-55150-1030 and the blood flow guiding dense mesh stent ped-475-18 to reach the lesion. After the lesion was positioned, held the stent push rod and withdrew the catheter. Because the lesion was u-shaped, the stent was not fully opened when it was deployed to the lesion, and after repeated pushing and pulling, the stent was deformed and twisted. The catheter fa-55150-1030 was also deformed and twisted. The pipeline was not used for an indication that is off-label. The pipeline and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.